Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion and mold inside the j6 internal battery connector and on some components located on the front of electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image they just in to lake. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.